Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged and exhibited high pacing threshold measurements. The rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.